Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia to 420 mg/dl while using an ilet system with an infusion set, during which the pump displayed an occlusion alert and insulin delivery paused until the alert was acknowledged and infusion set components were changed; correction boluses were not being delivered prior to resolution, and the event included user intake of candy and juice while hyperglycemic. Symptoms included vomiting and moderate ketones without loss of consciousness or other acute sequelae. Outcomes included transient interruption of insulin therapy with subsequent resumption after supply change, no hospitalization, and conservative management with hydration and monitoring. Investigation included review of system alerts, user guidance on occlusion handling, and confirmation that changing the infusion set resolved delivery. Investigation of this case revealed an infusion set occlusion that halted insulin delivery until dismissal of the alert and replacement of set components, after which insulin delivery resumed as expected. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to the delivery pathway.